Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg imaging system was selected for use. Prior to the procedure, the equipment failed to power on, and noise was observed from the acquisition pc. Attempts to restart the system were unsuccessful. The procedure was not completed due to this event. The patient required a prolonged hospital stay, and no additional patient complications were reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. G4: premarket / 510(k) # k151613, k170204, k191008, k201178.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg imaging system was selected for use. Prior to the procedure, the equipment failed to power on, and noise was observed from the acquisition pc. Attempts to restart the system were unsuccessful. The procedure was not completed due to this event. The patient required a prolonged hospital stay with no additional patient complications reported. It was further reported that the procedure was cancelled due to the console not working. As a result, the patient was either rescheduled or treated without ivus.